Event description:
Dissection / death one month after the implantation: on (B)(6), 2022, one debranching tevar was performed. Final angiography confirmed no endoleak. The tc representative explained the possibility of rtad due to 45 mm ascending aorta and the physician acknowledged. On (B)(6), 2022, the patient went into cardiopulmonary arrest and transferred to the hospital. However, the patient did not recover and died. The product failure was reported as unknown. When contrast-enhanced CT was performed after the patient was transferred with cardiopulmonary arrest, rtad was discovered. Operation type: one debranching tevar no blood loss, (tc#(B)(6)). Patient outcome - "the patient died."

Event description:
Dissection / death one month after the implantation: on (B)(6) 2022, one debranching tevar was performed. Final angiography confirmed no endoleak. The tc representative explained the possibility of rtad due to 45mm ascending aorta and the physician acknowledged. On (B)(6) 2022, the patient went into cardiopulmonary arrest and transferred to the hospital. However, the patient did not recover and died. The product failure was reported as unknown. When contrast-enhanced CT was performed after the patient was transferred with cardiopulmonary arrest, rtad was discovered. Operation type: one debranching tevar. No blood loss. (B)(4). Patient outcome: "the patient died."